Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged his scs ipg in approximately three months. The patient does not have stimulation therapy. A sjm representative met with the patient and found the patient's ipg does not communicate with external devices. Surgical intervention is planned for a later date to address the issue.